Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ deflation: observed three openings assessed as surgical damage. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted and replaced.

Event description:
Healthcare provider reported, a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4). Fluid/blood leak for the period of (B)(6) 2021 through (B)(6) 2023, related with date opened and found no adverse trend in the event rate with respect to the reported event. See I chart of (B)(4), fluid blood leak for saline breast implants attached. Considering that there is not an adverse trend for this type of event. No additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.